Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, concerns were raised regarding possible clot formation in the device in the setting of reported suction events. Imaging via chest x-ray identified a kink in the cannula. An echocardiogram was performed, and the device was repositioned. The patient was receiving additional therapies during this time, including inotropic and vasopressor support, extracorporeal membrane oxygenation (ECMO), and respiratory support. The device continued to provide support during this time. At the time of this report, the patient remains on impella cp support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Event description:
The complainant reported that during impella cp support, concerns were raised regarding possible clot formation in the device in the setting of reported suction events. Imaging via chest x-ray identified a kink in the cannula. An echocardiogram was performed, and the device was repositioned. The patient was receiving additional therapies during this time, including inotropic and vasopressor support, extracorporeal membrane oxygenation (ECMO), and respiratory support. The device continued to provide support during this time. The patient survived explant. No signs or symptoms of patient injury or patient harm have been reported in association with this event.